Manufacturer narrative:
The reported event is confirmed cause unknown. Photo sample evaluation noted 1 photo sample received showcasing top view of stent with pigtails in tact. Visual evaluation noted visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting unless otherwise noted. Dimensional evaluation noted dimensional requirements state the od is to be 0.061" ± 0.002", the tip ID is to be 0.039" ± 0.002", and the guidewire to be 0.035" ± 0.001". When evaluating the sample, the separation could be located on the distal pigtail. The material did not appear to be stretched or discolored. The separation did not go all the way through the stent. At the end of the stent, indentions did appear similar to what is seen when there's been an attempt at cutting the material with a sharp object but was not successful. The sample passed all dimensional requirements. The od measured at 0.0616" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. The potential root cause is material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: 1. For single use only. Do not resterilize. Do not use if the package or product is damaged. 2. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was ruptured at the root of the pigtail when the surgeon was performing operation at hospital. The device became unusable.

Event description:
It was reported that the ureteral stent was ruptured at the root of the pigtail when the surgeon was performing operation at hospital. The device became unusable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.